Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one extended opening, yellow/brown particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: five openings striated. Based on the device analysis the final assessment is: five openings striated assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
A patient reported experiencing the events of ¿undergoing surgery on the left breast due to swelling of the breast¿, ¿pain in the left breast which is not persistent¿, and ¿left breast is slightly enlarged in comparison to the right breast¿. Device has been explanted.